Event description:
It was reported that a spectrum iq pump under infused during an intravenous fluid of sodium bicarbonate infusion. The dextrose 5% water (d5w) solution bag did not empty at the rate it should have been infusing. The pump reported tan inaccurate volume and was exchanged for a new pump. The rate was 175ml/hr, the tubing was not vented, the fluid bag was flexible and the blue clamp was not clamping the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the reported issue could not be reproduced. Flow rate accuracy testing was performed with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.